Event description:
"Design fault resulted in uncontrolled hemorrhage, causing cardiac arrest and death. Note simple unscrewing mechanism at hub." Note: this report was also received via the MFR's sales rep. Info supplied to the MFR indicates that this event resulted from user error, and not from any design flaw in the product.